Event description:
The customer reported via phone receiving a motor error alarm from the insulin pump. During troubleshooting the customer reported being unable to complete the rewind sequence on the device, so the helpline advised the customer to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer also reported receiving a no delivery alarm from the insulin pump, and that it was resolved by a complete set change. The customer's reported blood glucose value was 197 mg/dl during the phone call.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery or occlusion tests due to the motor error alarms. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.